Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance. During a subsequent follow-up, noise was observed. Lead was capped and replaced. Patients condition was good after the event.